Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the batteries in the clinician programmer died during a pump update and put the pump into stopped pump mode. The healthcare provider (hcp) was walked through re-updating the pump and the hcp first updated without changing the pump from stopped mode and it was explained she needed to update it out of simple continuous. The patient did not experience any symptoms and telemetry was completed and restarted before the patient was sent home. The patient recovered without permanent impairment. The pump was being used to deliver baclofen. If additional information is received, a follow-up report will be sent.